Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. On (B)(6) 2020, the patient underwent removal and replacement with unspecified mentor gel breast implants. The reason for the revision surgery is currently unknown. The surgeon stated that both implants were completely disintegrated and were not able to be saved for product evaluation. Therefore, the devices are not available for product analysis. This report is for the right-sided prosthesis.